Event description:
It was reported that during an ICD normal change out procedure, upon opening the pocket, externalized conductors were observed. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 7.6-8.0cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion were noted at 37.0-42.0cm from the tip electrode, consistent with clavicle crush damage. The etfe coating was abraded and one rv conductor was fractured at this location.